Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The physician elected to perform three comanded shocks and three defibrillation threshold (dft) tests to ensure therapy availability. Boston scientific technical services (ts) reviewed data from the implanted system and provided their recommendations for the system. These recommendations were provided to the physician and the physcian has not provided further updates. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
Additional information was received that indicated that a revision procedure was performed and the device was explanted. A series of four commanded shocks were performed after connecting the new device and two high out of range shock impedance values were returned. The physician elected not to replace this rv lead at the time. No additional adverse patient effects were reported.